Manufacturer narrative:
Device was found to have a power issue. The device was repaired and retested to meet all the specifications on (B)(6) 2015. Zyno medical submitted an e-MDR (3006575795-2016-00063_complaint (B)(4)) on 10/25/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported "the pump won't turn on." No patient was involved in this case.